Event description:
Additional information 16-october-2025: needle through catheter defect - "the needle was piercing the catheter at the time of puncture." Date(s) of this defect and number of occurrences? (B)(6) 2024 an occurrence.

Manufacturer narrative:
To aid in the investigation of this issue, five (5) picture samples were received for evaluation by our quality team. Through examination of the pictures, the catheter was observed transfixed by the needle and used. The pictures also showed a catheter that was used and crooked. Based on a review of the picture samples, it was possible to identify the reported defects; however, the defects were identified with used products. It is worth noting that if the product has been bent due to a manufacturing defect, it would not be possible to use the product. A device history record review was completed for provided material number (B)(4) and lot number 4177061. The review did identify one quality notification (qn) during the production process related to cannula bent. It is possible that the reported incident resulted from a failure in the cannula assembly/orientation station. This failure may have generated a faulty cannula body which prevented it from being assembled normally. This qn was addressed after identification and adjustments were made to the machinery. Effectiveness for the corrective action was completed and approved. During the puncture, when removing the cannula from the catheter, there may have been resistance causing the cannula to be pushed forward, transfixing the catheter and re-cannulating during the puncture. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd angiocath needle pierced the catheter. The following information was provided by the initial reporter, translated from portuguese to english: when using the product, we noticed that the needle was piercing the catheter at the time of puncture. After detecting the problem, we contacted the representative who made the sale, who advised us on how to use the product. After following all the instructions for use, the catheter continued to present technical defects, such as the tip of the needle being bent and even the needle getting stuck. This always caused discomfort to the patient and resulted in the product being discarded. We would like a solution to be presented regarding the problems that were exposed, and the product to be returned. Has there been any harm to patients/healthcare professionals? A: no. Is there any patient impact, if yes, please explain in details? A: no, because the problem was previously identified. Could you please share the date of event? A: it happened between 09/09 and 12/09 was anvisa notified? If yes, what was the notification number? A: no. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) . A: no. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail). A: no. Is the sample related to this incident available for analysis? If yes please answer the below questions. A: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E.1 address exceeds character limit: shis qi 15 block the tower I building victoria medical center s07b- lake south from 08h to 18h.